Event description:
The meter was giving low readings. While troubleshooting, the customer ran normal control tests and received 2 results of lo. The normal control range is 90-124 mg/dl. The contact did not allege the customer experienced any adverse events. The contact did state some of the strips were stuck together and had yellow spots on them when she received them . The strips are to be returned for evaluation and replacement strips will be sent.